Event description:
Per the patient, the catheter came out ¿whipped around the end of patient¿s spine¿; drug went into her tissues. The pump was moving around; it stuck in her ribs and floated into her pelvis. The pump and catheter were removed in 2009. No patient symptoms were reported. The pump and catheter had made a major difference for her therapy/pain relief and she was ¿sad to see them go¿. At the time of the event, the device system was delivering morphine.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).